Manufacturer narrative:
Concomitant product: unk-comp-leads, cmrm6133eu envelope, (B)(6) 2016.

Event description:
It was reported that the during the procedure to place an epicardial left ventricular lead the implantable cardioverter defibrillator (ICD) was also repositioned because it had shifted laterally after the first procedure. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.